Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic calcium results on the architect c8000 analyzer. The following data was provided initial 5.79, repeats 4.37, 2.27 (normal), 3.23, 3.19, 3.16, 4.24, 3.71, 2.64, 2.67, 2.64, 2.66, 2.65. There was no impact to patient management reported. The calcium normal range is 2.10 to 2.55 mmol/l.

Manufacturer narrative:
On may 17, 2017 catalogue number size code was updated from 03l79-21 to 03l79-31.